Event description:
Affiliate reports that during a consultation with the pt, he detected a problem when he was trying to program the shunt. He was unable to program the shunt correctly which resulted in an explant.